Manufacturer narrative:
Multiple attempts to follow up with the user were made, however the user could not be reached. The user did, however, respond by email several times to state that she was traveling and did not receive dario's messages. In addition, the user stated that she was interested in returning the dario meter. There is not enough information regarding the meter and old strips available to further investigate this case. Therefore, no resolution is available.

Event description:
On (B)(6) the user contacted dario to report high blood glucose (bg) readings. The user reported that she purchased a dario meter for her niece, who received bg readings of over 400 mg/dl. Due to the above, the user's niece went to the doctor, where her bg was tested with the doctor's meter and read 109 mg/dl. The user also reported that since her niece received a device from her doctor, she tests side-by-side with this meter and her dario meter, using the same drop of blood, and that the dario meter is still giving a high bg for the user's niece.